Event description:
It was reported the patient's ipg is non-functional due to the patient not maintaining the device as recommended. As a result, the charger and programmer are unable to communicate with the ipg. It was also reported the patient experienced a burning sensation at the ipg site whether stimulation was on or off prior to the ipg being inoperable. The patient still experiences a burning sensation at the ipg site at this time event though the device is inoperable.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.